Manufacturer narrative:
The marathon catheter has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from MRI tech that marathon catheter that "sheared off in a procedure". The catheter left in the patient. There was not any further detail provided.